Manufacturer narrative:
Reported event: an event regarding alleged malposition involving an unknown implant shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no device was returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: it was reported that patient was revised due to malposition. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to patient complaint of pain. Surgeon reported the shell was malpositioned. The shell, 3 screws, liner and head were revised to a trident ii shell with 2 screws, mdm metal liner, adm poly insert, and a new femoral head. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.